Manufacturer narrative:
Updated data: concomitant medical products: other relevant device(s) are: product ID: enveor-n-us, serial/lot #: unknown, ubd: unknown, UDI#: unknown. The initial delivery catheter system (dcs) used to implant the initial valve contributed to the inaccurate delivery of the first valve which caused the need for a second valve. Additional information was received that the initial valve was implanted too deep which caused a significant unspecified aortic leak. No adverse patient effects were reported. Device codes, eval code method - the dcs was not returned for testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: the lot number of the delivery catheter system was received. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: enveor-n-us, serial/lot #: (B)(6), ubd: 2021-01-07, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that, before full release of the valve at 80%, the implant depth appeared to be appropriate; however, upon full release significant paravalvular leak (pvl) was noted. There was some disagreement on what the actual depth was at final release as the echocardiogram findings and angiogram did not seem to match up. Due to the pvl and drop in pressure it was determined that the valve was too high. Following implant of the second valve, the pvl reduced to mild and an unspecified bundle branch block was noted. Post-procedure, the temporary pacer was left in place. It was reported that significant left ventricle outflow tract calcium was present. Prior to valve implant, the patient had normal sinus rhythm with borderline first degree atrio-ventricular block. No additional adverse patient effects were reported. The dcs was discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34-us, serial/lot #: (B)(4), ubd: 17-sep-2020, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve a second 34 mm valve was implanted for an unknown reason. Four days following implant a permanent pacemaker was implanted due to sick sinus syndrome. No additional adverse patient effects were reported.